Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 600 mg/dl. Elevated blood glucose was addressed with a correction bolus via the pump and an injection. The customer reverted to manual dose injection and a replacement pump was sent to the customer to resolve the issue.